Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms while connected to mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 8 days of information (19jul2023 to 27jul2023 per timestamp). Between 19:31 and 19:51 on (B)(6) 2023, two no external power events were observed. Prior to the activation of these no external power alarms, the rsoc values of both cables were observed to decrease steadily. These fluctuations first resulted in the activation of low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts, no external power alarms were activated. The atypical alarms cleared shortly after their activation, when the rsoc and voltages returned to typical values for the mpu. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed above the low speed limit. The mpu (serial number: unknown) was not returned for analysis. The root cause of the no external power alarms was determined to be loss of ac power to the mpu; however, the reason for the power losses could not be determined through this investigation. The device history records could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported alarming while on mobile power unit (mpu) only. Mpu batteries were replaced with no resolution. There were no alarms while on batteries. From interrogation in clinic, there was an unexplained no external power event on (B)(6) 2023. The log file captured 2 series of no external power events on (B)(6) 2023. These were caused by power to the mpu being briefly interrupted.